Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 6 states, "inadequate range of motion due to improper selection or positioning of components." Number 14 states. "Postoperative bone fracture and pain." This report is based on allegations set forth in plaintiff¿s complaint, and the allegations contained therein are unverified. This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-01616 and 01702/1703).

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2004. Subsequently, it is alleged that patient underwent revision procedure on (B)(6) 2011, for an unknown reason. The modular head, cup and stem were removed and replaced. Additional information received alleges pain, discomfort, soreness, dysfunction, and loss of range of motion. Legal document alleges there was a metallic looking soft tissue mass, destruction to the proximal femur and destruction around the greater trochanter. Legal document further alleges a milky white fluid was observed and the acetabulum was noted to have osteolytic damage. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified.

Event description:
Legal counsel for the patient alleges that patient underwent m2a hip arthroplasty on (B)(6) 2004. Subsequently, it is alleged that patient underwent revision procedure on (B)(6) 2011, for an unknown reason. The modular head, cup and stem were removed and replaced. Additional information received alleges pain, discomfort, soreness, dysfunction, and loss of range of motion. Legal document alleges there was a metallic looking soft tissue mass, destruction to the proximal femur and destruction around the greater trochanter. Legal document further alleges a milky white fluid was observed and the acetabulum was noted to have osteolytic damage. This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. Additional information received in revision operative notes indicated the patient underwent a right hip revision on (B)(6) 2011 due to pain and dislocation. During this revision, the surgeon noted a metallic-looking soft tissue mass in the hip joint which was removed. It was also noted that there was destruction to the proximal femur and inflammation with white milky fluid and corrosion present on the femoral component. All components were removed and replaced. Patient underwent a second revision on (B)(6) 2013. Surgeon noted a serosanguineous type fluid in the incision. Surgeon stated that three "broken" screws were embedded into the acetabulum with fibrous build-up on them. As the surgeon inserted the new cup, it was noted that there was no pubis. Surgeon had to use cement to fix the cup properly. The cup and screws were removed and replaced.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that these types of events can occur: ¿dislocation and subluxation due to inadequate fixation and improper positioning. Muscle and fibrous tissue laxity may also contribute to these conditions. Fretting and crevice corrosion may occur at interfaces between components.¿ this report is number 3 of 7 mdrs filed for the same event (reference 1825034-2013-04639 thru -04645 & -05300/-05303/-05305.)